Event description:
19 day old female admitted on 3/4/94 to emergency department with a piece of metal in scalp-metal spirals removed by emergency room doctor. Past history:on 2/13/94, ob/gyn resident attempted to place scalp electrodes during delivery of baby when the guide tube was removed-end of electrode was missing- physician thought the electrode retracted into the tube.